Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the foreign object in the distal end, the evaluation findings were as follows: due to wear of the forceps elevator, the "up/down" knob cannot be locked securely, the control unit had a crack, the air/water cylinder had no color, the suction cylinder had no color, due to clogging of the nozzle, air supply volume did not meet standard value, the plastic distal end cover was deformed, the light guide lens had a crack, the adhesive on the bending section cover had wear, the connecting tube had buckling, due to wear of the angle wire, bending the angle in the "up" direction did not meet standard value, the objective lens was slightly damaged and the protector of the universal cord on the scope connector side was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera iii gastrointestinal videoscope's rubber coating on the supply plug was no longer "ok". There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: due to clogging of the nozzle, foreign objects came out of the distal end.